Event description:
It was reported a patient underwent a shoulder hemi arthroplasty on (B)(6) 2005. Subsequently, the patient was revised on (B)(6) 2013 due to glenoid loosening. The modular head and polyethylene glenoid were removed and replaced.

Manufacturer narrative:
Dimensional evaluation found component to be within appropriate design specification. Correction: the component reported in the medwatch was reported in error. Reference medwatch 0001825034-2013-05885 containing the correct part number.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, ¿loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity.¿ evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.